Event description:
It was reported by the customer that a pyxis medstation es system had a hardware issue.the customer stated that the full height drawer 5 failed to open, needs repair unable to recover. The issue was causing a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found the inseparable missing magnet and replaced inseparable magnet. The system functioned as intended after the field service engineer troubleshot the device.